Event description:
During an unrelated post-procedure in-clinic follow up, loss of capture was noted on the left ventricular (lv) lead. A surgery was performed and the lv lead was connected to a pacing system analyzer which confirmed the failure to capture in every lv pacing configuration. Fluoroscopic imaging was conducted but the cause of the event could not be determined. A new lv lead was attempted to be implanted but was unsuccessful as the lead could not be inserted into the subclavian vein. The lv lead was then reconnected to the device and set to right ventricular (rv) pacing only and the patient will be closely monitored. The patient was stable with no consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated post-procedure in-clinic follow up, loss of capture was noted on the left ventricular (lv) lead. Fluoroscopic imaging was conducted but the cause of the event could not be determined. An lv lead revision was attempted but was unsuccessful. The lv lead was capped and the device was reprogrammed to resolve the event. The patient was stable with no consequences.